Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housings was missing. This was determined while inspecting the devices. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. The issue will be monitored and reviewed in accordance to the CAPA procedures, and if any corrective actions are required they will be captured and initiated through this process. A follow-up report will be submitted when the root cause has been determined.